Event description:
A female patient called in to zoll lifecor customer support to report that her monitor display was not working. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. Upon visual inspection, it was found that the end cap was separated from the monitor case and all three cables running from the computer/analog pca board to the auxiliary board were unplugged, which caused the monitor display to go blank. The root cause for the end cap separation cannot be positively identified but was probably the result of a drop or excessive force. The cables were reconnected and the monitor was then fully functional. No adverse event resulted from the disconnected cables. The patient received a replacement monitor.